Manufacturer narrative:
(B)(4).

Event description:
The pt's pump was replaced. The pt experienced a post operative dural tear. She had much more swelling at her back than normal and had increased tone associated with the event. The pump was used to deliver lioresal. She was told that she "had a spinal leak and she needs to lay flat 24/7 for weeks or months." Surgical revision was done to close the dura. The pt was hospitalized associated with the event. The pt outcome was "no injury".